Manufacturer narrative:
Additional information : initial reporter first name, initial reporter last name, initial reporter phone #, initial reporter e-mail, initial reporter addr 1, initial reporter addr 2 and manufacturer narrative. Correction: initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving no health consequences or impact, no clinical signs symptoms or conditions, excess flow or over-infusion. There was patient involvement but no patient impact.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an excess flow or over-infusion was not determined. The reported issue that there was an excess flow or over-infusion could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving no health consequences or impact, no clinical signs symptoms or conditions, excess flow or over-infusion. There was patient involvement but no patient impact.